Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) fully charged her ipg. However, the device did not indicate a charge and the patient's programmer reflected a battery low flag. It was also reported the patient was able to turn the stimulation on, however she could not feel the stimulation. Additional external devices were tried, which did not resolve the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg was explanted and replaced. This report was originally submitted on 01/09/2015 under MFR report # 1627487-2015-26044. The filing is hereby resubmitted to reflect the appropriate MFR report number.